Event description:
Tube was placed via endoscopy on 3/14/95. The pt exhibited symptoms of peritonitis (fever, abdominal pain) on 4/7/95. The external bolster had not allowed for fistulous tract formation due to the manipulation of the gastrostomy tube thought to be caused by the insecurtity of the external bolster. The pt died at home from complications related to his terminal disease. No autopsy was performed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.